Manufacturer narrative:
Correction: d4 - device information corrected. Correction: e1 - reporter establishment name updated.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the s1 lead was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: drg lead kit, 50cm length, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7751714. Common device name: drg lead kit, 50cm length, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7987688.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has high impedances.